Event description:
A territory manager was notified that the customer has passed away. The notice came from the decedent's doctor's office. No further details have been provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.